Manufacturer narrative:
D6b: added explant date

Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported a patient was implanted with an impella 5.5 for mechanical circulatory support. Nurse practitioner stated that patient is confused and combative. The patient attempted to pull out impella 5.5 and now has hematoma at the site. No placement issues and impella continues appropriate support. The patient was remains on support.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no product return. Asae/hematoma: the cause of the access site adverse event was use related to patient movement. Device history lot: device lot: 1998845. Device history batch: subcomponent lot: n/a. Device history review: the pump sn (B)(6) passed all the post sterile inspection checks.

Event description:
Additional information was received. The impella 5.5 was explanted during left ventricular assist device procedure. Per the surgery manager, the device is unable to be returned due to active candida auris colonization of the patient and in contact precautions.

Manufacturer narrative:
B5 additional information was added that was omitted from the previously submitted follow up reports. E1 added zip code extension as it was omitted from the previously submitted reports. H6 added health effect - clinical code due to new information that was received.